Manufacturer narrative:
H3: product analysis: part ID# 436120c; lot# ca20d227. After visual and optical examination and functional testing, it does not appear to be any damage, nor does it indicate any functional issues with the centerpiece. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having anteroposterior simultaneous fusion at t11-l4. Preoperative diagnosis of this surgery was l2 compressionfracture. It was reported that after attaching the device to the inserter, extension operation was checked with a pinion screwdriver, the device could not progress normally due to getting caught, so its use was discontinued and used another lot of the same size. There were no patient symptoms reported. There were no further complications reported regarding the event.